Event description:
Caller reported a malfunction on the pump, which caused the customer's blood glucose level to rise to 344 mg/dl. There was an adverse impact on the customer¿s blood glucose level due to the issue. The customer called technical support but did not require assistance from a third party, and was assisted in resetting the pump. Despite the reset, the malfunction code recurred. Technical support arranged to replace the pump and advised on steps for receiving the replacement, including returning the problematic pump within 10 days and using mdi as backup therapy for insulin delivery.